Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because the device was not returned for evaluation. It was reported that the customer used an alcohol containing disinfectant to clean the transfers. The current instructions for this transfer set instruct the user to not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that white roller clamp of a transfer set broke during use on a patient. There was a clicking sound and the lock mechanism of the transfer set stopped working during manual peritoneal dialysis exchanges. A non-baxter antiseptic was being used on the transfer set. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not available for evaluation. A review of all batch record documents was performed for potentially associated lot number h12d16046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).